Event description:
It was reported by service report that the left siderail had a hole on the bottom corner and it had sharp jagged edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Sharp edges from hole in siderail.